Manufacturer narrative:
Return of the suspect transducer is anticipated. Evaluation of the transducer will be included in a follow up report upon its return and investigation completion.

Event description:
A customer reported an s8-3t model transducer was producing poor image quality. There was no injury associated with this event.

Manufacturer narrative:
Evaluation of the transducer confirmed the imaging issue as described by the customer. Investigation of the device noted oil separation in the window, dents in the shaft, scratches on the window and tip shell, and damage to the handle, strain relief, and can. The physical damage to the transducer inhibited the overall performance of the device and is indicative of improper maintenance.